Event description:
Alarm went off on impella device due to pump failure. Issue was addressed immediately, provider notified, and impella representative contacted who recommended restart. After multiple attempts and console changes, pump could not be restarted. Patient subsequently expired, pump was pulled by representative and provider, and device sequestered. FDA safety report ID#: (B)(4).